Manufacturer narrative:
A1, a4, and a5 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted in a 54 year-old male via the right femoral artery for a protected percutaneous coronary intervention. History of coronary artery disease noted. The patient developed a large hematoma at the access sight. There was also bleeding noted at the arm. The hemoglobin dropped from 9.6 to 6.1 mmol/l (millimoles per liter). An ultrasound was done with no notable findings. No intervention was done. The subject showed a drop in hemoglobin of 3 mmol/l which cumulatively due to arm and groin bleeding. Mechanical compression was done to achieve hemostasis. The patient survived the event with no additional interventions noted.